Event description:
Multiple (18) failures of tri-anim hme (heat moisture exchanger) filters with sampling port. Our or has had the various issues with this product. 2 reports of broken devices (1. Leaking and in pieces, the 2nd with the port broken off). 11 reports of cracks in plastic, around rims, etc. 2 reports of the device not fitting onto our anesthesia machines due to the inside circumference not being symmetrical. 1 device with the port cap being broken off and trapped inside the device. And lastly...product has begun arriving with obvious glue additions (2 devices saved, 1 which has a smeared finger print in the glue on the outside of the device). We had reported our concern to the mfg manufacturer. Regarding the breakage etc ... After this, the excessive glue/bubbles, etc. Began appearing. Also of concern, the individual packaging of these products does not list any lot number or expiration date. Evidently this information is included on the outside of the cardboard box which they arrive to our facility in. We do not allow cardboard boxes in our or equipment room so this information was inadvertently thrown away. No injury to any patients, just frustration for our staff while they try to trouble shoot these multiple issues and concerns. All devices have been retained and are available for evaluation purposes. Our facility has determined we will not be using this device any longer. We have replaced this filter with ge's hmef 1000 disposable hme with integrated bacterial/viral filter. Ref: m1038637======================manufacturer response for heat moisture exchanger (hme) with filter and sampling port, tri-anim======================manufacturer rep has worked with our materials and anesthesia departments to find a suitable replacement while our original device is backordered (fh603005)